Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). The device was returned with the I-blade lower tip on the wrong side of the jaw; the lower jaw channel was damaged. In addition, the device was received with the energy button detached and not returned with the device. A test button was reattached and the device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Although no conclusion could be reached as to how the button detached from the instrument it should be noted that our manufacturing process verifies the presence and functionality of the instrument prior to shipping. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Event description:
It was reported that at an unknown time during a laparoscopic supracervical hysterectomy procedure, the button fell off. No further information is available. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.